Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that a proglide was attempted in an unspecified vessel. Reportedly, the suture did not hold. Manual compression was applied to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture did not hold¿ was confirmed based on the condition of the returned device. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Device code (B)(4) removed.